Manufacturer narrative:
Catalog number: based on the review of the x-ray the potential part numbers of the plate are 73-2632 or 73-2634. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event; reference report 0001032347-2017-00512.

Event description:
It was identified that a patient enrolled in the (B)(6) study has a screw that backed out. The screw is visible in 3-months and 6-months postoperative CT scans. The study did not receive a complaint from the site related to this finding, for this specific patient. Upon follow up with the surgeon, he responded "we'll check on the patient, but it is likely not clinically relevant."

Manufacturer narrative:
The product identity was not confirmed due to the parts not being returned. Clinical research op. Manager provided two screen shots of the scans received (one at three months and one at six months post-op). Upon review of the provided scans, it can be seen that one of the screws is sitting one-third of the way out of it's intended locked position; therefore, the complaint is considered confirmed. It also appears that the screw is no longer perpendicular to the plate as intended. No physicians reports were provided and no details could be gathered as to what caused the backed out and non-perpendicular condition of the screw. Due to this, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. This is supplemental report two of two for the same event; supplemental report one of two is reported on MFR #0001032347-2017-00512-1.